Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a frayed grip cable at the idler pulleys. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, the surgeon was unable to achieve successful coagulation. The surgeon clamped unspecified vessels with two da vinci instruments and then elected to convert the case to open surgery. The da vinci instruments were ultimately opened and unlocked. The customer is sending back a fenestrated bipolar forceps (fbf) instrument. However, it is unclear if the fbf instrument caused or contributed to the unsuccessful coagulation and/or was used to clamp down on the vessels. The following information is unknown: the source and cause of the bleeding, what instrument(s) and/or accessories were involved with the unsuccessful coagulation, the estimated blood loss associated with the complication, and what surgical intervention was rendered due to the bleeding. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.